Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject lead was capped due to noise oversensing with periodic rv coil continuity lower than 200ohms.

Event description:
The subject lead was capped due to noise oversensing with periodic rv coil continuity greater than 3000ohms.